Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00350. The same patient is represented in each medwatch. (B)(6).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a perineoplasty due to total vaginal vault prolapse with grade 3 cystocele, grade 3 rectocele, significant apical laxity, sui, and bladder stones. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infections, yeast vaginitis, bladder prolapse and uti.